Event description:
While reviewing in-house programming and diagnostic history, a low output current result was observed during diagnostic tests. Based on the battery voltage and lead impedance, the generator should have been able to deliver the programmed settings. The cause for this result is unknown and is currently under investigation. The programmed current was lowered and the lower programmed current was able to be provided. The vns generator is currently still implanted, however, the generator appears to be approaching end of service and will likely be replaced. No adverse events have been reported.

Manufacturer narrative:
Review of programming history.